Manufacturer narrative:
The product associated with this report was returned to allergan however the product analysis has not been completed at this time. Based upon the serial number and partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The device analysis lab received an explanted lap-band with enclosed paperwork from the physician noting that the device was removed due to "nonfunctional laparoscopic adjustable gastric band secondary to band balloon leak."